Event description:
It was reported that this patient received inappropriate electric shocks across multiple episodes from this subcutaneous implantable cardioverter defibrillator (s-ICD) due to poor morphology and t-wave oversensing. Technical services (ts) analyzed device episode data. It was noted that there were low r-waves across all three sensing vectors. There was myopotential noise and oversensing. This s-ICD was turned off in clinic. Device replacement was recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.